Event description:
It was reported that a year and a half after a coronary drug eluting stenting treatment procedure, the patient consulted with an immunoloigst regarding potential hypersensitivity reactions as stated in a non-scientific publication. It is not evaluable at this point of time if this patient in fact has had any potentially allergic reaction or restenosis. The immunologist requested info to share with the patient. He was provided a review of the literature and data available through the clinical trial and registry program.

Event description:
It was further reported that the event was as follows: implantation of a taxus express2 3.0 x 16 mm stent in 2003. Indication was ami. The vessel was a ramus intermedius of the cx. Four months later the pt was in the university. Here they implanted another but now bare metal stent in the same vessel but more proximal to the taxus stent. Two mos later, the pt stopped clopidogrel. Days later they came into the hospital. They reopened the ramus intermedius. There was thrombotic material in the area of the taxus. Two days later another bare metal stent was implanted proximal to the other two. Five months later was again a control-angio. The vessel is completely open. A letter was received from the physician that he found out that the pt is allergic to benzoyl peroxide. This is not used in the production of the taxus stent.